Manufacturer narrative:
One 15mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter was received for evaluation. Electrode ring 2 was displaced and flared. A bend was noted in the catheter loop shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend and displaced and flared electrode remains unknown.

Event description:
This report is to advise of a displaced and flared electrode noted during device analysis.